Event description:
A thoratec vad being used for left ventricular support developed a pneumatic leak from the blood pump case assembly. The leak was stopped by securing the case with elastoplast dressing, umbilical tape and bone wax. The incident had no effect on the pt. Vad blood flow remains adequate and the pt remains stable without any symptoms or complaints. When the pump is explanted it will be returned to thoratec for a failure investigation.